Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was approximately 600 mg/dl. At the time of the report with tandem technical support (cts) the customer had not addressed bg level. Troubleshooting with cts was performed and determined the infusion set site to be the cause of the reported issue; however, customer was unable to complete troubleshooting to determine if there was damage to the infusion set site. The cause of the reported issue was due to the infusion set site, however, the customer did not provide the infusion set manufacturer. Multiple attempts were made to follow up with the customer; however, a response was not received.

Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was approximately 600 mg/dl. Customer did not respond to attempts to obtain additional information.